Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was explanted in the (B)(6) of 2018 because they weren't receiving pain relief. The issue was noted as being resolved. No further complications reported.